Manufacturer narrative:
The reported field event high atrial pacing lead impedance was confirmed in the lab. Visual inspection revealed foreign material within the atrial lead bore. A manufacturing investigation was performed and confirmed the foreign material to be parylene inside the atrial lead bore, which caused the field event of high atrial pacing lead impedance. The presence of parylene coating inside the atrial lead bore was caused by a manufacturing anomaly.

Event description:
During an initial implant procedure, high pacing impedance was observed on the device after the lead was connected. The connection was checked and the pacing impedance remained high. The device was explanted and replaced to resolve the event. The patient was stable.